Event description:
A medtronic representative reported inaccuracy using the axiem system. The resident onsite confirmed the inaccuracy was likely due to brain shift. The surgeon was able to complete the case with the stealthstation s7 system. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Patient weight is unknown. Although, the patient condition has been noted as having brain shift; no parts or error logs have been received by the manufacture for analysis.

Manufacturer narrative:
The patient weight is provided.

Manufacturer narrative:
The resident confirmed the inaccuracy was likely due to brain shift. Software is functioning as designed. The system was checked out after the case by a medtronic representative, showed no accuracy issues on a demo model.